Event description:
It was reported that the patient experienced a shocking or jolting sensation when the left side device was interrogated. The patient also experienced a shocking sensation on the right side of her body every time she used her patient programmer or had the device interrogated. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.